Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a 19f flexnav delivery system. The annular dimensions of native valve were annulus perimeter 79.8mm and left ventricular outflow tract perimeter was 81.6mm. During procedure, the physician tried to implant the valve in the optimal position but unfortunately after third attempt he couldn¿t placed valve into optimal position due to difficult anatomy. The valve implanted at 15mm and severe perivalvular leak (pvl) because of deep implantation. The physician decided to implant a second 29mm navitor valve in the optimal position. The second valve was implanted perfectly in the optimal position with no pvl. The physician kept the patient for monitorization after implantation. The patient was reported stable.

Manufacturer narrative:
An event of severe perivalvular leak due to deep implantation of valve was reported. The valve was implanted at 15 mm, deeper than optimal 3 mm implant depth. A second 29 mm navitor valve was implanted in the optimal position with no pvl. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)."